Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 3000274192, 3000297073, and 3000306436 the last 3 lots shipped to the account prior to the event/aware date. For the lot #s 3000274192, and 3000297073 history record review was completed. There were ncmrs , rework, or deviations documented for the lot numbers. For the lot # 3000306436 there were no ncmrs, rework, or deviations documented for the last lot shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported a case in which a rash was observed consistent at the surgical operation site after endoscopic vein sampling was performed on the femoral blood vessel using vasoview hemopro 2 . This caused additional dermatological treatment. Considering the possibility of deep burns due to surgical instruments, but it is unknown at this time.